Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a malfunction detected during maintenance: (B)(4) depleted battery. There was no reported patient involvement.